Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 200 mg/dl. Bg was addressed by the school nurse who helped with a correction bolus. The cause of bg was unknown. Recommendation was made by tandem's technical support for the contact to contact a healthcare provider regarding bg.